Event description:
It was reported that prior to starting - pre-anesthesia a da vinci-assisted cholecystectomy surgical procedure, the robot was not communicating with the tower. The universal surgical manipulators (usm) were illuminated yellow. The caller also informed there was a "not connected, connect the robot to the tower to start a procedure" message. The system logs were unavailable at the time of the call. The customer explained that the system powered on successfully this morning, but then there was a power flicker and that was when the issue occurred. The technical support engineer (tse) had the customer perform a hard reboot and reseating of the system blue fiber cables with no change. The tse then asked the customer to power off the system, disconnect the robot and consoles, and power on each cart in stand-alone mode. After powering each cart on in stand-alone mode, the power buttons on each cart illuminated solid blue except for the tower power button, which continued to flash blue. The clinical sales representative (csr) checked the system information tab and confirmed no data was displayed. The tse advised the customer that the tower card cage (ccc) will likely require replacement. The csr advised that the customer will likely proceed laparoscopically or have to cancel the case. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found to be bricked. There were no issues visually identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.